Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) with rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed inconclusive analysis. The device met 83% of its expected longevity. Performance data indicated that the battery incurred rapid voltage depletion, however, since the high current drain condition was not present, the cause of the depleted battery could not be determined. The device was sent for further analysis where the low battery voltage was confirmed, but again no anomalies were found and the cause of the battery depletion remains undetermined. Additionally, performance data was collected from the device and analyzed. Analysis revealed premature battery depletion occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.